Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had high blood glucose. The customer's blood glucose was 478.8 mg/dl. The customer treated high blood glucose with manual injection. It was reported that the when customer loaded the insulin pump no insulin was came out. The insulin pump passed the displacement test and high pressure test was performed and result was insulin pump alarmed at around 2.5 unit. The insulin pump will not be returned for analysis.